Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient received repeated loss of prime alerts for the past several months. Patient was able to prime without problem but received loss of prime alerts thereafter. Patient reported that there was no battery or cartridge changes, the cartridge cap was in good condition and secured properly, there was no sudden force, and temperature was within recommended range. Patient was instructed to use a new cartridge from a new box, to cycle the cartridge before use and to call back if loss of prime recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.